Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual pump involved in the reported incident was returned to b. Braun's (B)(4) facility for evaluation. Although the reported issues were confirmed, there was evidence of fluid damage on the p2 connector. The p2 connector was replaced and preventative maintenance service was performed. The pump was then tested according to the technical safety check sheet and met specifications. The instructions for use (IFU) for the space pump states, "do not allow liquids to enter into or come into contact with any openings or electrical connections on the pump or power supply. Fluid exposure in these areas may result in the risk of short circuit, corrosion or breakdown of sensitive electrical components." The IFU also provides a list of approved disinfectants and cleaning techniques that should be followed. No further action is being taken at this time. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: will not connect to network, burnt p2 pins. No patient injury/involvement.